Event description:
AED electrodes attached to patient. AED error code noted problem with placement/electrode connection. Second AED deployed - result unknown. It was subsequently noted that one electrode lead attachment to electrode was loose. (B) (4).

Manufacturer narrative:
Customer description of electrodes does not match construction of phillips product. Lot number provided with report does correspond with philips lot code. This report is being filed as it cannot be conclusively stated that device did not contribute to event.